Event description:
It was reported that the customer received no delivery alarms and resumed them and everything was fine after that. Customer stated his blood glucose during the latest no delivery alarm was 135 mg/dl and they all occurred during bolus deliveries. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.